Event description:
This is report 1 of 2 for the same event it was reported that during an unspecified surgical procedure, it was observed that small battery drive device did not hold the attachment device in place without spinning. As a result, there was five minute delay in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling guide was loosened. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.